Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the physician went to use a 120cm outback elite re-entry catheter, however, the device did not have the marker to tell which way to rotate the device under fluoroscopy. Therefore, a second unknown device was opened, the marker was present and worked great. There was no reported patient injury. The device was stored and handled as per the instruction for use (IFU). There were no damages noted to the packaging of the device prior to use. The device was prepared as specified by the instructions for use. There was no apparent damage to the device noticed prior to use. The device was opened in a sterile field. All specified ports were flushed, followed by a 30 second pause, and then flushed again. Heparinized saline was used for preparation and flushing of all ports. The cannula actuation action was verified outside of the patient. The catheter was held in a straight orientation, with ¿no slack¿ during preparation. The catheter was not coiled at any point prior to insertion. The cannula tip was fully retracted before insertion. There was a one to one response to the nosecone while rotating the rotating hemostatic valve during prep. The intended procedure was runoff. The device will be returned for evaluation. Additional procedural details were requested but are unknown.

Manufacturer narrative:
Complaint conclusion: as reported, the physician went to use a 120cm outback elite re-entry catheter, however, the device did not have the marker to tell which way to rotate the device under fluoroscopy. The distal tip was missing from the beginning and was not visible under fluoro. There was no chance of it left inside patient. The device was not manipulated post procedure. A second unknown device was opened, the marker was present and worked great. There was no reported patient injury. The device was received with the marker band missing, and the device was complete until the nosecone. The device was stored and handled as per the instruction for use (IFU). There were no damages noted to the packaging of the device prior to use. The device was prepared as specified by the instructions for use. There was no apparent damage to the device noticed prior to use. The device was opened in a sterile field. All specified ports were flushed, followed by a 30 second pause, and then flushed again. Heparinized saline was used for preparation and flushing of all ports. The cannula actuation action was verified outside of the patient. The catheter was held in a straight orientation, with ¿no slack¿ during preparation. The catheter was not coiled at any point prior to insertion. The cannula tip was fully retracted before insertion. There was a one to one response to the nosecone while rotating the rotating hemostatic valve during prep. The intended procedure was runoff. Additional procedural details were requested but are unknown. One non-sterile outback elite 120cm re-entry unit was received for analysis inside a plastic bag. The device was unpacked in order to proceed with the visual inspection. The marker band was missing, the device was complete until the nosecone. No other anomalies were observed during the analysis. Note: the outback elite catheters are packaged with the cannula deployed. Results showed that the separated area of the nosecone of the outback 120 cm elite re-entry unit presented evidence of material elongations and adhesive residues. The material elongations are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the catheter and the nosecone material of the device were induced to a tensile force that exceeded the material yield strength prior to the separation. Also, the adhesive residues on the catheter are a sign that the catheter and nosecone where glued together during manufacturing. No other anomalies were observed during sem analysis. A product history record (phr) review of lot 17845673 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿marker band missing component¿ and "catheter tip/distal tip fractured/separated¿ were confirmed through analysis of the returned device. However, the exact cause of this condition could not be conclusively determined during analysis. Based on the information available for review, it is possible that handling factors of the device may have resulted in the fracture/separation of the nosecone and missing markerband as evidenced by the material elongations noted during sem analysis. The material elongations are commonly associated with separations caused by material tensile overload. Therefore, it is likely that the catheter and the nosecone material of the device were induced to a tensile force that exceeded the material¿s yield strength prior to the separation. There was also residues of the manufacturing adhesive glue in the transition area that would have united the missing component to the device. It is possible that handling factors before the procedure or during prep may have resulted in the fracture/separation of the nosecone since the customer said it was not present since the beginning of use. According to the instructions for use, which is not intended as a mitigation, it cautions to ¿not use without completely reading and understanding this document. The outback elite re-entry catheter should be kept straight during flushing, preparation steps and during guidewire loading. A sterile gauze sponge with heparinized saline may be used to wipe the catheter (with the cannula in the retracted position) going from the proximal hub to the distal tip. Do not tug or otherwise overstretch the catheter to straighten it. Always confirm visualization of the targeted distal vessel via contrast injection and fluoroscopy before using the catheter. Avoid contrast injection in the sub-intimal space. Always visualize tracking of the catheter tip over the aorto-iliac bifurcation. If strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Consider using a 3¿4 mm balloon at low atm to dilate points of resistance, as needed, along delivery track. If the cause cannot be determined, withdraw the outback elite re-entry catheter. Excessive rotation, bending or kinking of the outback elite re-entry catheter may affect its performance. Withdraw the outback elite re entry catheter if it becomes excessively kinked.¿ also, the instructions during prep of the device states, ¿ensure proper function of the outback elite re-entry catheter by 1) retracting and advancing the cannula tip via proximal and distal movement of the deployment slide, and 2) rotating the rotating knob which rotates the catheter shaft/nosecone.¿ neither the product analysis nor the phr review suggests that the failures experienced by the customer could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the physician went to use a 120cm outback elite re-entry catheter, however, the device did not have the marker to tell which way to rotate the device under fluoroscopy. The distal tip was missing from the beginning and was not visible under fluoro. There was no chance of it left inside patient. The device was not manipulated post procedure. A second unknown device was opened, the marker was present and worked great. There was no reported patient injury. The device was received with the marker band missing, and the device was complete until the nosecone. Results showed that the separated area of the nosecone of the outback 120 cm elite re-entry unit presented evidence of material elongations and adhesive residues. The device was stored and handled as per the instruction for use (IFU). There were no damages noted to the packaging of the device prior to use. The device was prepared as specified by the instructions for use. There was no apparent damage to the device noticed prior to use. The device was opened in a sterile field. All specified ports were flushed, followed by a 30 second pause, and then flushed again. Heparinized saline was used for preparation and flushing of all ports. The cannula actuation action was verified outside of the patient. The catheter was held in a straight orientation, with ¿no slack¿ during preparation. The catheter was not coiled at any point prior to insertion. The cannula tip was fully retracted before insertion. There was a one to one response to the nosecone while rotating the rotating hemostatic valve during prep. The intended procedure was runoff. Additional procedural details were requested but are unknown.